Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) it was reported that the healthcare professional called and reported battery issues and that the device was likely had a power on reset (por). No symptoms were reported and no further complications were noted or anticipated the manufacturing representative mentioned that the cause had not been determined yet. The patient would come back for programming and have the device rechecked. No new information received for patient's identity and all.